Manufacturer narrative:
Pump received with blank display and an opened end cap address label. Unable to perform the displacement test, sleep current test, active current test, self test or verify device heating up due to blank display. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unable to download history/trace files due to blank display. Pump was cut open to perform visual inspection and noted the j1 connector to be loose due to corrosion. Evidence of moisture damage found on the pcba 1, pcba 2 and force sensor. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, scratched case, damaged display window cover, cracked case (battery tube), label damage (faded serial number label) and corroded battery tube. Moisture damage confirmed. Blank display confirmed due to moisture damage on electronic stack. Cosmetic damage confirmed at cracked case (battery tube). Unable to verify device heating up or download history trace files. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that they were at the beach and water got into the insulin pump. Customer stated that there was a crack over the right side of insulin pump. Customer stated that the home screen did not appear on display. Customer stated there was water in the battery compartment and insulin pump got hot. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.